Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One video was provided by the facility for further evaluation. Visual evaluation of the video showed leakage from the urology housing assembly when being squeezed. Visual evaluation of the video confirmed the housing to be cracked and leaking. Although the reported defect was confirmed, the exact root cause was unable to be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A video was provided for further evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that there was bubbling issues. No injury reported.